Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. R-wave amplitude showing a decreasing trend. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had increasing threshold that was noted to be high as well as low sensing. During the revision procedure, the patient experienced ventricular fibrillation and needed to be externally cardioverted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.